Event description:
It was reported that a patient received inappropriate shock for slow ventricular tachycardia with premature ventricular contraction. Patient will continue to be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.